Event description:
It was reported via repair work order that the zoom surges while in steer due to malfunctioned load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The previous MDR initial report did not include the PMA/510(k)#.

Event description:
It was reported via repair work order that the zoom surges while in steer due to malfunctioned load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.